Event description:
A surgeon reports a bent haptic was identified following insertion of the intraocular lens. Enlargment of the incision was required to accommodate the injector. Additional info has been requested.